Manufacturer narrative:
A boston scientific technical services consultant discussed the clinical observations with the caller and that they could consider increasing the out of range alert limit and also perform pocket manipulation and isometrics during impedance testing. The caller stated the will be enrolling the patient into the remote monitoring system. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system exhibited a shocking impedance measurement of 128 ohms. No adverse patient effects were reported.

Manufacturer narrative:
It was reported that a revision procedure was performed and the right ventricular (rv) lead was removed from service and replaced. No additional adverse patient effects were reported.

Event description:
This supplemental report is being filed due to the receipt of additional pertinent information.